Event description:
A customer reported that their pump's battery was depleting too quickly, leading to a shutdown of the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose(bg) level was 198 mg/dl with ketones. Reportedly, the customer went to the emergency room (ER) and only had blood work performed; no medical treatment was administered. Customer was discharged later the same day.